Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed in the dialysate. Test strips were used to confirm and the machine did not alarm. Estimated blood loss was 200 cc's. Pt had no adverse effects and no medical intervention was returned. The pt completed treatment with a new set-up. Sample made available for manufacturer eval.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.